Manufacturer narrative:
There was no indication of system malfunction. Bci field service engineer (fse) noted that the second shift had found a reagent cartridge that leaked in the prior week, but the customer could not remember which reagent cartridge was leaking. The fse cleaned the reagent area and advised the customer to monitor the reagent cartridges for possible leakage. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak on unicel dxc 600 pro synchron clinical system. The customer stated an oily residue was found on the cartridges loaded on the reagent carousel. No injury was reported and there was no effect to patient or user.